Event description:
It was reported that the insulin pump went into threshold suspend and alerted low glucose or hypoglycemia alert. The blood glucose reading was 119 mg/dl. The customer declined troubleshooting for the threshold suspend event. Educated the customer on proper calibration and bolus wizard protocol. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.